Event description:
It was reported that the female connector of a minicap transfer set became separated from the main body of the twist clamp. The connection issue was noticed during use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The transfer set was returned and analyzed. Leak, clear passage, and clamp functional testing were performed with no issues noticed. Visual inspection of the transfer set revealed a loose chip between the light blue main body and the dark blue connector. The reported issue was confirmed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information - (B)(6). The sample is reported to be available for evaluation but has not yet been received. A trend review will be performed. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.